Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charge and reboot passed. The receiver log download passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional tests were performed and passed all tests. The receiver case was opened for an internal visual inspection and it failed due to a found damaged. The main board inspection was performed and no burn marks or smoke residue was found. No missing components or shortened components were found in inspection. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.